Event description:
Additional information reported indicated that this ended up being a boston scientific case, not medtronic, and apparently they have the spacer. This information has also been reported in manufacturer report #3007566237-2013-03645.

Event description:
It was reported that the physician used the ¿spacer¿ that came with the lead to hold the lead position after the lead was removed. It was noted that this would be to hold the position until another lead was placed.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).